Event description:
It was reported that "over the sheath balloon catheter got struck, unable to move further. Device removed and used another device, the second attempt was successful and no harm to the patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).